Event description:
It was reported that the artificial urinary sphincter (aus) had recurring incontinence due to disconnection of the tubing. The device was removed and replaced. There were no additional patient complications reported.